Manufacturer narrative:
This supplemental medical device report was submitted to provide a correction for MDR# 8010047-2020-09824. The correct aware date for the initial report is august 24, 2020.

Manufacturer narrative:
This supplemental report was submitted to provide a correction; the correct aware date for follow up report 8010047 -2020 -09824 event is december 8, 2020.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process in addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper handling of the product. This may prevent the discrepancy identified in the complaint. Specifically the IFU states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. It is most likely that this phenomenon occurred because communication between the processor and the camera head became impossible due to the damage of the cable. A review of the product shipment records was performed, however there was no abnormality in the device. Damage to the cable was most likely caused by the user's handling.

Manufacturer narrative:
The device was returned to olympus for evaluation. Service confirmed the camera was not presenting an image due to faulty cable unit; the focus ring was cracked. The device was returned unrepaired at the request of the customer. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report a device malfunction observed during preparation for use. The camera was not responding to the video box and there was no image. There was no consequence or impact to the patient.